Event description:
It was reported this balloon was used successfully during a superficial femoral angioplasty procedure of multiple lesions via a contralateral approach. During withdrawal of the balloon catheter, significant resistance was encountered. Continual exertion resulted in detachment of the distal portion of the balloon in the pt. The detached segment migrated into the heart resulting in ventricle fibrillation. A temporary pacemaker was placed via the femoral vein and the pt resumed normal heart rhythm. However, the pacemaker dislodged the detached balloon segment which further migrated into the pulmonary artery. A permanent pacemaker was then inserted via the jugular vein. Upon activation of the permanent pacemaker, the pt flatlined. The temporary pacemaker was re-activated and the pt again resumed normal heart rhythm. Successful retrieval of the detached balloon segment via the femoral vein followed. The detached segment was snared and brought back down into the sheath. The sheath, snare and detached balloon segment were then withdrawn from the pt as a unit. Other balloon catheters were used to successfully complete the procedure without further incident. The pt was transferred to intensive care unit. A permanent pacemaker was placed. The pt has since been discharged and remains pacemaker dependent. The device has been destroyed by the user facility. Therefore, no failure analysis is available. It was indicated significant resistance was encountered during balloon withdrawal resulting in detachment of the balloon segment which co believes contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."